Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, strong friction was noted between the non-bsc guide wire and this device inside the guide catheter and the device failed to cross the lesion. Moreover, the device became stuck with the guide wire and both devices were pulled out together simultaneously. The procedure was completed with a different device. No patient complications were reported.